Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was found during analysis that the device was in good condition except the trigger was stuck in a partially closed position. A CT scan was performed and showed that the trigger was stuck engaged with the ratchet pawl, the internal handle shroud boss was cracked, and the ratchet pawl was stuck between the handle shrouds. The likely root cause of this event is that the user fired against the ratchet mechanism and caused the ratchet pawl to flip vertically from the sudden impact. No manufacturing defect identified.

Event description:
It was reported that during a gastric bypass procedure the device was passing the needle through tissue when a liver retractor got stuck in between firing handle and the handle. The surgeon pushed the handle forward however the device would not rotate. It was found that the device was in good condition except the trigger was stuck in a partially closed position. The trigger was stuck engaged with the ratchet pawl, the internal handle shroud boss was cracked, and the ratchet pawl was stuck between the handle shrouds. A like device of the same product code was used to complete the procedure. There were no patient consequences reported.